Event description:
It was reported that during a routine checkup this pacemaker was suspected of premature battery depletion (pbd). The device was interrogated and was found to be in safety mode. A device replacement procedure was performed, the pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.